Event description:
Boston scientific received information that during a device check high out of range shock lead impedances (sli) were observed. Additionally, telemetry revealed there were episodes of noise in the ventricular channel that was oversensed and marked as ventricular fibrillation (vf) which was inappropriately treated with anti-tachycardia pacing (atp). To validate sli measurements, a 5 joule commanded shock therapy test was done and returned a sli of 80 ohm. Additionally, a shock impedance test was done and resulted in a high out of range measurement. The physician decided to leave the patient in mode only monitor. The system remains in use. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.